Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back repeating information originally reported within this case. Caller stated that they met with a rep for reprogramming and are now experiencing new pain. Agent reviewed information and attempted to redirect to pt's hcp. Pt wanted to be contacted by the rep. Agent sent an email to the field for visibility. The rep noted they spoke with the patient.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep was unsure where the original cause of the issue stems from. It is believed that the issue is due to lead migration and high impedance electrodes. The physician has scheduled the patient for a full system replacement at the start of the new year to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and repeated the same information. Pt says that since this call they said a rep called them back and when they were supposed to meet with rep but they couldn't be there at that time. Pt says they did end up meeting with a manufacturer representative (rep) who tried reprogramming but pt said it didn't help. Pt says they have lost a lot of weight, and has had nausea and has headaches and thinks the headaches have damaged their brain. Pt wanted to replace the controller, which I reviewed is not the cause of this issue, and that I will reach out to a local rep to ask them to contact patient. Agent emailed local rep again.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported about 15 or 20 years ago a doctor ordered an MRI of the patient's left leg veins and patient forgot to put their device into MRI mode. Patient stated the procedure took 25 minutes and they did probably 50 mris. When agent attempted to clarify event date, patient stated they had forgotten and it was maybe 10 years ago. Patient reported after that the device was working very strongly at night but patient couldn't sleep so they called their agent and had it lowered and, ever since then they've noticed different things and thinks the device is damaged. Patient stated, for example, right now the stimulation is okay but 15 minutes ago they were feeling the stimulation on the right side instead of the left side. Patient has an appointment with hcp on (B)(6) at 1:15pm. Agent reviewed role of rep and provided patient with nas number for hcp to utilize and the patient was redirected to their healthcare provider to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.